Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. Customer preferred to perform the pump reset independently and cts planned a follow-up to ensure resolution. Customer was interested in the renewal process, so cts sent an sms requesting insurance card pictures and confirmed necessary information for the renewals team.